Event description:
It was reported that the 9800 system had bright images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator shutter motor was found to not work. The customer will replace the collimator assembly. A follow up report will be filed when additional details become available.